Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment that the battery drawer would not open, it did not open when pressing the eject button. There were no batteries in the drawer and it was noted that the main seal was pinched. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's battery compartment was unable to be opened. The generator was returned for service. There was no patient involvement.